Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 09-jan-2029, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 26-dec-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a return of leg pain, with the leg pain slightly increasing over the last month, and the issue was ongoing and not resolved. An x-ray was performed and showed that the lead had moved slightly lateral, consistent with lead migration. The patient was assisted with changing device programs (reprogramming), and the physician was updated. No injury was reported, and no surgery was planned at that time. The manufacturer representative (rep) indicated they would send any further information as they become aware.